Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided for the aviva system.

Event description:
Caller reported blood glucose results 433 mg/dl on the customer's advantage system, 152 mg/dl on neighbor's aviva system within 10 minutes. No information was provided for the aviva system. No adverse event was reported. A request was made for the return of the meter and strips.